Event description:
It was reported that upon interrogation, the pulse generator exhibited an impedance measurement anomaly. The device was explanted and replaced on (B)(6) 2014. The patient was in good condition.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.